Event description:
Caller reported a malfunction on pump, identified as malf 12, but no notable events occurred prior to this. There was no adverse impact to customer's blood glucose level, specifically it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted caller in resetting pump successfully, with no recurrence of malfunction code. Customer was advised to monitor pump and contact technical support if malfunction reoccurs, which caller understood.